Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the cca during a follow-up call with the reporter. The reporter claimed that on (B)(6) 2020 at 1:45 pm, the patient obtained an alleged inaccurate high reading with the subject meter; exact result not reported. The patient manages his diabetes with humalog insulin (self-adjuster). The reporter claimed the patient took extra insulin (amount not reported) in response to the elevated reading and 15 minutes later developed symptoms of "sweating and shaking." The reporter claimed the patient attended the doctor's office at an unspecified time on (B)(6) 2020 as a result of the alleged issue. The reporter was unable to confirm if any treatment was received but claimed the patient's blood glucose measured "9.6 mmol/l" on another device. The reporter claimed that at the doctor's office, the patient obtained an alleged inaccurate high result of "14.6 mmol/l" with the subject meter. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The products were unable to be replaced as contact details for the patient were not provided. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking extra insulin based on an alleged inaccurate high result obtained with the subject meter.